Event description:
The user reported that a foreign object was identified in the fluid path of the transducer included in the kit. This was found by the user while preparing the device and was not used on a patient.

Manufacturer narrative:
Is this a single-use device that was reprocessed and reused on a patient? This information was not provided. Device evaluation. One unused suspect device was returned for evaluation. The device was examined visually, particulate larger than the acceptance criteria was found. The complaint was confirmed for this device. A root cause was not able to be determined. The device history record was reviewed no related exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.